Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A57120) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (right), chronic cervicitis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx ("left hydrosalpinx") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopy, total hysterectomy bilateral salpingectomy, right oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hydrosalpinx and ovarian cyst outcome was unknown. The reporter considered hydrosalpinx, ovarian cyst and pelvic pain to be related to essure. The reporter commented: trailing coils:left: 1, right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: right ovary cyst: - corpus luteum with central hemorrhage. 2. Cervix, uterus and bilateral fallopian tubes: - chronic cervicitis, - secretory endometrium, - unremarkable fallopian tubes, - paratubal cyst, left, 3. Right ovary: - normal for age including small follicular cyst. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : reporter, lot number added, rcc updated. New event added: left hydrosalpinx and right ovarian cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A57120) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (right), chronic cervicitis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx ("left hydrosalpinx") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopy, total hysterectomy bilateral salpingectomy, right oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hydrosalpinx and ovarian cyst outcome was unknown. The reporter considered hydrosalpinx, ovarian cyst and pelvic pain to be related to essure. The reporter commented: trailing coils:left: 1, right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: right ovary cyst: corpus luteum with central hemorrhage 2. Cervix, uterus and bilateral fallopian tubes: chronic cervicitis secretory endometrium unremarkable fallopian tubes paratubal cyst, left 3. Right ovary: normal for age including small follicular cyst. Lot number: a57120 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.